Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during the drain phase, where the home patient stated they had reconnected to the patient line when it had previously became disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Sections ¿warnings and cautions¿, ¿perform therapy¿, ¿end therapy¿, and ¿troubleshooting¿ warn the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the patient had reconnected to the patient line when it had previously been disconnected. The event occurred during drain three of four on the home choice (hc). The technical service representative (tsr) assisted the home patient (hp) cycle power and the hp indicated they would finish therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.